Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they was unable to see any in formation on the screen. Customer tried replacing the battery in the insulin pump as well as her infusion sets to see if that would help, but no change, eventually the insulin pump did turn back on and the numbers started to reappear later in the afternoon, but patient feels that the pump is not giving her insulin. She was still wearing the insulin pump but did take an injection of rapid acting insulin to make sure her sugars were going down since they were continuously rising from the morning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.